Event description:
Plaintiff alleges the development on latex senstivity after using latex gloves. She alleges suffering various symptoms related to latex exposure and suffered a severe anaphylactic reaction which required medical care and attention. She also alleges suffering emotional distress and an inability to engage in her normal activities. Plaintiff's husband, alleges the loss of consortium of his wife.